Event description:
Physician reported that the catheter wall had been perforated by the guide wire during a change. The catheter broke inside the introducer while being withdrawn. There were no complications or injury.